Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer reported being stuck in the fill tubing process and the insulin squirting out. The drive support cap was noted to be protruded. Customer also mentioned experiencing low blood glucose readings of 56 mg/dl. Customer's current blood glucose reading is 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. Unable to verify the prime alarms or perform prime test due to motor error alarms. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.